Manufacturer narrative:
The device did not have patient involvement at the time the issue was discovered; therefore, there was no patient or user harm reported. The service technician confirmed the reported issue of the touchscreen not working. The service technician replaced the touchscreen. The unit passed required performance verification tests per philips standards and was returned to use.

Manufacturer narrative:
The touchscreen was returned to failure investigation for analysis. The customer's reported issue was confirmed; the ul_lr and ur_ll resistance were out of specification and the resistance ratio ul_lr/ ur_ll were out of specification.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 19feb2021.

Event description:
It was reported to philips that the device had a touchscreen issue. Information regarding patient involvement is currently unavailable.